Manufacturer narrative:
Weight: unknown, ethinicity: unknown, race:unknown. This product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 13.7mm, vticm5_13.7, -8.00/+1.0/098 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2022 the lens was explanted due to excessive vault and elevated intraocular pressure. The explant resolved the problem. In the reporters opinion the cause of the event was the device and patient-related factor.

Manufacturer narrative:
H3- device evaluation: lens was returned with moisture, in microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).